Manufacturer narrative:
This complaint is not reportable because there is no impact on insulin delivery function, no delay in treatment, and no indication of power failure. The owner's booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner's booklet further instructs the user to contact animas if pump damage is suspected or has been identified.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 01/09/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings:during investigation, the battery compartment was cracked at the threads to the left side of the grip pad tot he seal and from the case seal to the grip pad.